Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could be carried out. It has therefore not been possible to establish a relationship between the reported event and the device. It has not been possible to establish the root cause of the issue. It was reported that the dressings used for treatment had creasing found on the film. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. As in-process checks failed to identify creasing to the film on this occasion, the most probable root cause was determined as a manufacturing process issue. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient was admitted to the hospital for heart failure and was treated with intravenous infusion. The nurse used a transparent dressing to fix the indwelling needle. After opening the bag, it was found that the dressing was uneven and unable to fix the indwelling needle, meaning it was creased and not flat so it was replaced by another one.